Manufacturer narrative:
Device alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. However, moisture damage found at electronic assembly. Also, moisture damage motor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer's current blood glucose level was 100 mg/dl. Insulin pump had motor error alarm. Dive support cap was normal. Customer was not able to rewind. The insulin pump will be returned for analysis.